Manufacturer narrative:
The manufacturing record review was performed. There were no non conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order. There were no non conformances with respect to the sterilization process. The results show that all dimensions were within specification. There were no associated nonconformity material reports or non conformances. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection of the return sample showed the lens was received cut in pieces. The lens condition is consistent of a lens that was removed from the patient¿s eye. Due to the condition of the lens, no further analysis was possible. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was no incision enlargement; no suture was used and no patient injury. No further information was provided.

Event description:
It was reported that during implantation of the intraocular lens (iol), that the posterior capsule was open with iol rotation. The lens was then removed and replaced.

Manufacturer narrative:
Gender/sex: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.